Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ICD remains in service. Additional information received indicates that the system was explanted due to infection. There were no additional adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ICD remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ICD remains in service. Additional information received indicates that the system was explanted due to infection. There were no additional adverse patient effects reported.